Manufacturer narrative:
(B)(4) other remarks: n/a corrected data: n/a.

Event description:
It was reported that "balloon had a fatal error and shut down, needs service". Additional information states that the pump was exchanged for another pump. No patient harm or injury. The patient status is reported as "fine".